Manufacturer narrative:
(B)(4).

Event description:
The (B)(6) female to have extraction of four (4) cardiac leads, indwelling on average 132 months, due to cied system pocket infection. A spectranetics 14 fr sls ii was used to extract the leads. After removal of the right ventricular lead hemodynamic changes were noted. A 1cm tear at the rv apex was identified and repaired. The extraction was successfully completed.